Manufacturer narrative:
Due to the condition of the return device. No conclusion can be drawn relative to the cause of the stent embolization. During the microscopic portion of co's product evaluation, light axial abrasions were observed on the expanded delivery balloon "s" folds. These light axial abrasions may or may not suggest a loose crimp. To address this observation, co is initiating a study to determine if light axial abrasions do actually indicate a poor crimp.

Event description:
A coronary stent with delivery system was successfully advanced to the target lesion site in the pt's right coronary artery. Subsequently, for unspecified reasons, the stent became dislodged from the balloon catheter and embolized distal to the target lesion. In response, a microsnare was utilized to successfully retrieve the stent. The sds, the stent and the microsnare were withdrawn from the pt's body without complication, and another coronary stent with delivery system was successfully advanced and deployed at the target lesion site. There were no add'l complications reported relative to this event.